Manufacturer narrative:
UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table was being articulated from a trendelenburg to a level position when the leg section dropped downward. The table was repositioned, and the procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 5085 surgical table and was not able to duplicate the reported event. While onsite, the technician spoke with facility personnel who stated that during the procedure, a cart had fallen over when the table was being articulated. The description of the reported event is indicative of an obstruction impeding the commanded table movement. The technician counseled the facility on the proper use and operation of the 5085 surgical table, specifically to ensure the table is clear of any potential obstructions. The steris 5085 operator manual states (pg.11) "do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement that could place the patient and/or user at risk of injury". No additional issues have been reported.